Event description:
It was reported that a patient noticed in late 2006 or early 2007 that the ¿trickle system¿ wasn¿t working. Patient tried to charge for 24 hours and there was a problem in either the battery or ¿power pack¿ and that it ¿just quit.¿

Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 377760, lot # n0030105, implanted: (B)(6) 2005, product type lead; product ID 377760, lot # n0030105, implanted: (B)(6) 2005, product type lead; product ID 37742, serial # (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).